Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Information was received from a basic evaluation trial patient. The patient reported that this thing was not working because their symptoms had not changed, the patient stated that they had not had any reduction in voiding. The patient noted that a sales representative had told them that the wires must have moved. It was indicated that it was unknown if the issue was resolved at the time of report. Additional information was received from the patient on (B)(6) 2017. The patient reported that they still were not seeing improvement with symptoms. No further complications were reported or were expected.